Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, fatigue, headache and menstrual disorder outcome was unknown. The reporter considered dyspareunia, fatigue, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included weight loss. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, hypersensitivity, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, fatigue, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: reporters added and updated patient demographics. Concomitant drug was added. Updated suspect drug inaction. Added events abnormal bleeding, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), abnormal bleeding (vaginal/ menorrhagia) and did you undergo an essure confirmation test. Updated events, onset date and outcome. On (B)(6) 2014, she explanted essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included weight loss. Concomitant products included drospirenone + ethinylestradiol (yaz). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dermatitis allergic ("allergic reaction: rash/ skin condition"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), headache ("headaches") and post procedural complication ("post procedural complication"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dermatitis allergic and menorrhagia had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, fatigue, headache, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " post procedural complication" was added. Outcome of event " pain, bleeding and allergy" were updated as recovered. Reporter information was added. Seriousness criteria removed for genital haemorrhage based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.